Event description:
A past low blood glucose event was reported by the customer, with the lowest level recorded at 49 mg/dl. Cause was not known. There was a need to consume carbohydrates as a corrective action. Technical support suggested the customer consult their healthcare provider to discuss possible factors affecting their blood glucose levels. The customer acknowledged and understood the guidance provided.